Manufacturer narrative:
Final device analysis for the handpiece revealed it was difficult to deploy the needles. The posts in the needle blocks broke off.

Event description:
It was originally reported that the impedances were high even after repositioning multiple times, this was a generator problem. The handpiece broke and the needles would not deploy. The handpeice was replaced and the patient recovered without sequela.